Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to potential atrial fibrillation (af) with rapid ventricular response. The patient was short of breath prior to the device shock. The shock also converted the patient's af. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.